Manufacturer narrative:
(B)(4).

Event description:
It was reported on 21sept2022, the catheter tip was found defective during used on the patient. No medical intervention was needed, and the current patient's condition is fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one s-l cvc catheter for evaluation. Visual inspection of the catheter revealed that the tip appeared to be deformed and shorter in length than usual. The total length of the catheter body measured 205 mm, which is within specifications of 201.5-210.5 mm per catheter graphic. The inner diameter of the catheter tip measured 0.7874 mm, which is not within specification of 0.92-0.97 mm. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "attach syringe to the catheter and aspirate until good venous blood flow is established." The catheter was flushed with a lab inventory syringe and no leaks or blocks were detected. A manual tug test confirmed the extension line was secure to its luer hub. A device history record review was performed, and no relevant findings were found. The complaint of a catheter tip damaged was confirmed by a complaint investigation of the returned photo. The catheter tip appeared deformed and shorter in length and did not pass all relevant dimensional inspection. Based on the sample received, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported on 21sept2022, the catheter tip was found defective during used on the patient. No medical intervention was needed, and the current patient's condition is fine.